Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose around 500 mg/dl. The customer's blood glucose was 574 mg/dl at the time of call. The customer stated that they had to change the site and was able to treat. The customer stated that they were nauseous. The customer stated that they have been taking bolus. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.